Event description:
Per the clinic, the patient developed a post-operative wound infection and seroma at the implant site. There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains.